Manufacturer narrative:
The incident is not related to the device or procedure. No investigation is required.

Event description:
On august 03rd 2020, senseonics was made aware of an adverse event where user experienced bilateral cellulitis of lower legs and was hospitalized.